Event description:
Boston scientific received information that this pacemaker with this right atrial (ra) lead exhibited low, out-of-range (oor), pacing lead impedance measurement of less than 200 ohms. Subsequently, the device was explanted and lead was abandoned surgically. Additional information was received indicating that the cause of the oor impedance measurement was not determined. Fluoroscopy result was unremarkable and the lead was not tested with the pacing system analyzer (psa). A new device and ra lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.